Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up. Stored episodes of non-sustained rv oversensing were noted. Intermittent undersensing due to atrial pacing was observed. Underlying rhythm was a slow vt. Programming changes were made. The patient will continue to be monitored with a routine follow-up.